Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6) ) found a motor stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. Analysis of the implantable intrathecal catheter (s/n (B)(6) ) found that difficulty with the sc connector led to explant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device: product ID: 8780, product type: catheter. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage. On (B)(6) 2020, it was reported that, during a pump replacement, the hcp was not able to pull out the connector piece from the pump itself so they so they had to revise the pump segment of the catheter as well. The rep noted that the registration for the patient had an 8781 catheter listed but when the rep read the pump, it listed the patient as having a 8780 catheter. The rep used the 8780 information to calculate the total length/volume. The following calculations were provided: original catheter: 73.3 cm x 0.0022 ml/cm = 0.161 ml removed: 13.2 cm added (8784): 17.7 cm new catheter: 73.3 cm - 13.2 + 17.7 cm = 77.8 cm x 0.0022 ml/cm = 0.171 ml no patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative on 2020-jun-24. It was reported that revising the catheter resolved the issue. The devices were going to be returned for analysis. The patient's weight was unknown. No further complications were reported.